Manufacturer narrative:
Date sent: 8/1/2007. Info anticipated, but unavailable at this time. D4 serial number=na.

Event description:
It was reported that after a pph procedure, the pt experience bleeding. The pt had second surgery and the hospitalization time was prolonged. The pt has been released from the hospital without negative consequences being reported.